Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This rv lead remains in service. No adverse patient effects were reported. At a later date, a revision was performed and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This rv lead remains in service. No adverse patient effects were reported. At a later date, a revision was performed and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This rv lead remains in service. No adverse patient effects were reported. At a later date, a revision was performed and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: type of reportable event (h1) in section h, device manufacturers only.